Event description:
It was reported that after an unk procedure, they had a patient that came back for a code 2 ex lap. Surgeon is thinking the gia 80 stapler misfired and caused a leak in the patient¿s bowel.

Manufacturer narrative:
(B)(4). Date sent: 7/21/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.